Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025, the user's caregiver reported that the user¿s ilet screen developed three cracks, one of which interfered with the unlock function. The screen was completely unresponsive, and the user was unable to operate the pump. A replacement ilet was arranged. The patient used backup insulin injections in the meantime. No symptoms or injuries were reported.